Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. It was reported that the hemostatic valve was noted to not be functioning appropriately, and when the physician was attempting to aspirate the sheath to clear, the valve was not sealed and allowed air to pass. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed. It was further confirmed that the issue was identified during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. It was reported that the hemostatic valve was noted to not be functioning appropriately, and when the physician was attempting to aspirate the sheath to clear, the valve was not sealed and allowed air to pass. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was discarded; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. It was reported that the hemostatic valve was noted to not be functioning appropriately, and when the physician was attempting to aspirate the sheath to clear, the valve was not sealed and allowed air to pass. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed. It was further confirmed that the issue was identified during the procedure.